Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator had interactions with a theft systems, dentist equipment, and transcutaneous electrical nerve stimulation (tens). The pt experienced a sudden increase in amplitude that was described as a sudden shock. There was no pt injury or death, and no actions were required as a result of this event.